Event description:
It was reported that the mid and proximal cx lesions were pre-dilated and a stent was deployed in the mid cx over a bhw guide wire. A second stent was advanced over the bhw guide wire. However, the stent could not be advanced to the proximal cx over the bhw. A bmw guide wire was inserted into the cx and a buddy wire technique was used. The stent was advanced and deployed in the proximal cx lesion over the bhw. Upon removal of the bmw, it separated and the separated portion was left in the aorta. The trapped guide wire was then retrieved with a snare device.